Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. No alarms were noted. The motor was tested outside of the device and it passed. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed several errors, including a motor error alarm. The drive support cap was not sticking out. The customer's blood glucose was unknown. Nothing further was reported.